Manufacturer narrative:
THE EVENT OCCURRED OUTSIDE OF THE UNITED STATESWHILE THIS PRODUCT IS NOT SOLD IN THE UNITED STATES, IT IS LIKE OR SIMILAR TO A PRODUCT MARKETED IN THE UNITED STATES.

Event description:
It was reported the patient received the following results within 15 minutes: 227 mg/dL, 136 mg/dL, and 114 mg/dL.